Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was in the 300 mg/dl range. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. Further troubleshooting was declined. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. We were unable to confirm excessive no delivery alarms and unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, stripped battery cap coin slot, slight corroded battery cap contact, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.